Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set did not flow total parenteral nutrition through the filter. The device was removed and flushed with normal saline, but the nurse was unable to flush. This occurred during setup. There was no patient involvement. No additional information is available.